Manufacturer narrative:
Continuation of d10: 479888, lead implanted: (B)(6) 2023, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Iit was reported that the patient received inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy for supra ventricular tachycardia (svt) that the cardiac resynchronization therapy defibrillator (crt-d) detected as ventricular fibrillation (vf) and ventricular tachycardia (vt). Additionally, it was noted that there was undersensing on the right atrial (ra) lead. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.